Event description:
It was reported to boston scientific corporation that a reportable snare was used to perform a polypectomy procedure on (B) (6) 2009. According to the complainant, during the procedure when trying to extend the loop wire, very strong resistance was felt. The loop could not be extended at all. The device was removed from the patient. An attempt was made to extend the loop wire again, but the sheath became torn. Another rotatable snare was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).